Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of patient made mistake/touch contamination and peritonitis with culture positive for gram positive organism in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, patient made mistake/touch contamination, which resulted in peritonitis. On (B)(6) 2011, the patient experienced peritonitis. The patient was recovering from the event of peritonitis. The outcome of the event patient made mistake/ touch contamination was not reported. Action taken with dianeal and extraneal therapies were not reported. Concomitant medications were not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11j18090 with no defects noted during the manufacture of this lot related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.